Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the column did not always take over the table top during transfer leading to short delay in the surgery (under two minutes) on the anesthetized patient. Various error codes were displayed while driving the column up. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the column did not always take over the table top during transfer leading to short delay in the surgery (under two minutes) on the anesthetized patient. Various error codes were displayed while driving the column up. Further information provided by the technician revealed that the issue occurred during 7 different surgeries. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As the malfunction of the height potentiometer was found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is 0,1% as there were four similar reportable customer product complaints related to the investigated issue. The affected table column has been evaluated by the service technician. The evaluation revealed that the reported issue, namely the issues with taking over the table top during transfer leading to a short delay in the surgery (under two minutes) on the anesthetized patient, was caused by the potentiometer issues. The technician identified the affected part as a height potentiometer with cable (part number 31147214). The affected potentiometer was cleaned by the technician which resolved the problem. The technician emphasized that no cause for the contamination of the potentiometer could be found. The affected getinge device was manufactured on 06/15/2015. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the potentiometer malfunction. Moreover, the technician stated that, according to his knowledge, this part was never replaced on this particular table column. The technician provided information that the potentiometer was checked and cleaned during the last maintenance in august 2022 and no malfunctions were found. In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the potentiometer were previously reported so it can be suspected that the most probable root cause of the reported issue, namely the issues with taking over the table top during transfer leading to a short delay in the surgery (under two minutes) on the anesthetized patient, is wear and tear related to the age of the device. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number (B)(4).